Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient was hospitalized for massive bleeding and infection and that they had a tendency for anemia. The patient was released and then re-admitted the same day for aspiration pneumonia and lung disease. The patient received a blood transfusion of between 4 and 8 units of packed red blood cells (prbc) and were prescribed medicine for the pneumonia. The patient subsequently died of lymphoma, multiple myeloma, an infection in the lungs and respiratory failure. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection and bleeding are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding and infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for massive bleeding and infection and that they had a tendency for anemia. The patient was released and then re-admitted the same day for aspiration pneumonia and lung disease. The patient received a blood transfusion of between 4 and 8 units of packed red blood cells (prbc) and were prescribed medicine for the pneumonia. The patient subsequently died of lymphoma, multiple myeloma, an infection in the lungs and respiratory failure.